Event description:
It was reported that a female patient underwent primary breast augmentation with two 255cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via physical examination, with left breast capsular contracture (baker grade IV). As a result, the patient has been scheduled for breast implant removal surgery on (B)(6) 2022.

Manufacturer narrative:
Future date of explantation: (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 9, 2022, the mentor failure analysis lab received the device for evaluation. Mentor became aware that the patient's left breast capsular contracture was actually baker grade iii and the patient was also diagnosed with right breast capsular contracture baker grade ii. The left breast had firmness and hardening. The patient was placed on singulair and quercetin but the capsular contracture continued to worsen. On (B)(6) 2022, along with the removal of the left breast implant, the patient also underwent left breast capsulectomy, right breast surgical intervention, and left breast implant replacement with an unspecified implant. On august 19, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During a visual evaluation, no apparent damage or visual anomalies were observed on the sm mod classic gel, 255cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The capsular contracture and surgical intervention on the right breast will be reported under mrn: 1645337-2022-10037. This medwatch form is for the left breast prosthesis.